Event description:
Procedure type: breast augmentation. The surgeon had an incident involving the suture and the technique he used involved shortening the scar by gathering it and that this technique is a high risk technique for dehiscence. Approximately 1 + 1/2-2 weeks post operatively pt had a dehiscence on breast and shortly thereafter had a dehiscence in the other breast. The surgeon stated that he could not attribute the condition to the suture because this was likely to have happened with regular suture as well. It was a technique he had not used in awhile and there were many factors that could have contributed to the difficulty.

Manufacturer narrative:
(B)(4).